Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause of malfunction: user has high glucose value. (B)(4). Note: manufacturer contacted customer on 3/10/2017 in a follow-up call in order to ensure the customer's condition since the initial call; the customer stated his condition had improved and he felt much better. The customer stated no medical intervention occurred and that he does not recall anyone coming by and that he was feeling fine a time of follow-up call. Customer stated he was drinking too much soda the day before. Customer stated he knows how to test himself and will do so by himself.

Event description:
Consumer reported complaint for hi blood glucose test results. Customer stated he is recently diagnosed and it is his first time testing himself. The customer's speech was slurred and he sounded confused at times; it was difficult to understand customer. Customer stated he was home alone and could not leave without his mother's permission. Attempted to reach customer's mother on the phone and message was left on her voicemail. Local police station was contacted and wellness check for an officer and medic response to visit customer's home was requested. Attempted to obtain customer's address with difficulty. Customer's contact number was given to officer christine who stated they would send someone by customer's home. During the call on (B)(6) 2017, a blood test was performed by the customer and produced test result of hi using truemetrix meter. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history. Customer called in with true metrix meter reading "hi". Customer states he is 28 or 29 yrs of age. Customer appears to have special needs and a speech impediment with some difficulty to understand customer. I walk customer through another test and obtained "hi" result again on the meter.